Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 45 mg/dl and 385 mg/dl. Customer was not able to perform troubleshooting. The device will not be returned for analysis.